Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure, even though no such causal event like an accident is mentioned in the patient report. This is a final report.

Event description:
The recipient has limited sound perception with the device. Family reports no incident of accident or trauma. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has limitated sound perception with the device. Family reports no incident of accident or trauma. Re-implantation is considered.